Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming laser fiber was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming laser fiber. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic laser exhibited with no laser power and does not focus well. Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received indicated that the no laser power occurred during retinal phacocogualtion. No system message(sm) was displayed. Laser power was increased to achieve laser burn. The surgery was completed with no report of patient harm.